Event description:
I have hip dysplasia and had to have a hip revision, my doctor told me that he had a hip that I couldn't wear out, the johnson and johnson depuy pinnacle metal on metal hip. What the doctor didn't tell me is that it would shorten my life due to major life threatening issue from mom in my body. Five years after it was put in, it had to be removed as we found that I had pseudo tumors (one the size of a softball) around my hip. This is the bodies way of fighting metal particles going into the blood stream. Didn't work. I have had many health issues since this hip, I and thousands of other people are fighting for our lives. Why did the FDA not make j&j follow the right guidelines in testing and recalling their products. Many people that have had this can no longer work (I am one) or live comfortably. I am fighting an auto-immune disease, heart issues, thyroid. J&j needs to be held responsible as does the FDA.